Event description:
Medtronic received information that during the priming of this trillium coated affinity oxygenator, prior to going on bypass, the customer observed a heat exchanger leak. The device was changed out with no resulting adverse patient effects.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory visual inspection showed no outward signs of cracks or damage throughout the oxygenator or ports. Pressure integrity testing was performed at 3 liters/minute with 23 psig of back pressure for ten minutes, which revealed a leak at the heat exchanger side seam. Conclusion: medtronic¿s analysis confirmed a heat exchanger side seam leak through device performance testing. During production every oxygenator is tested for leaks, and review of the device history record showed that the device met all manufacturing requirements prior to distribution. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. (B)(4).